Event description:
The customer reported to philips healthcare that they were running the "AED defib test but unit it stopped working and gave error message "power failure 1000". Tried retesting but it didn't fail again." There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.